Manufacturer narrative:
Crosstex received a report through a distributor, (B)(6), that a physician experienced a rash after wearing the crosstex ultra sensitive earloop mask. Crosstex ra followed up with the dental facility at which this incident occurred and they reported the physician had itchiness and a rash around his face and ears within five minutes of applying the mask. The physician had previously worn the same mask and had no reaction. The physician sought medical attention and was prescribed a cortisone cream. The physician has since stopped using the mask and his symptoms have not yet cleared. There have been no other reports of reactions to this mask at the dental facility. The facility did not identify the lot number nor return product for quality analysis. This complaint will be monitored in the crosstex complaint handling system.

Event description:
Crosstex received a report through a distributor, (B)(6), that a physician experienced a rash after wearing the crosstex ultra sensitive earloop mask.